Event description:
Reference number (B)(4). Event occurred in the united states . On 06-july-2024, it was reported that the patient was hospitalized for same day due to high blood glucose. Patient's blood glucose level was found to 500mg/dl. No further information available.

Manufacturer narrative:
E1 patient city: (B)(4). Patient country:united states.